Event description:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2023, and was administered with topical antibiotics during the same surgery.

Event description:
Per the clinic, the patient experienced recurrent infections between abutment and soft tissue area (specific date not reported). Subsequently, the patient was treated with steroid injection on (B)(6) 2023. The implanted device remains.